Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the guidewire became lodged in a competitor's left ventricular (lv) lead. The physician had used two previous guide wires during the case before asking for a stiffer wire. The wire was put thru the left ventricular lead and past the tip down into a posterior lateral vein. When the physician attempted to pull out the wire, it did not move in or back. The wire was protruding from the distal end of the lead approximately 5cm. The physician decided to leave the guide wire in the lead and threshold testing was done with adequate numbers. The lv lead was connected to the device and programmed in the bipolar configuration with the guide wire sticking out of the distal end of the lead. No further patient complications were reported as a result of this event.